Event description:
It was reported that: during a case, the user depressed the oxygen flush button and after releasing the button, the button remained open. The user ventilated the pt with an alternate device and the machine was replaced to complete the case. No pt injury reported.